Event description:
Boston scientific received information that this pacemaker displayed noise on the right atrial (ra) lead. The ra lead also had p-wave measurements less than 0.5 millivolts. The device was successfully explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.